Event description:
The customer called and reported he experienced difficult setting the bolus wizard. Customer stated she saw 8.3 or a similar number flash on the screen, and soon after, her blood glucose went down to 45 mg/dl, which he treated with juice and sugary food. It was confirmed in the bolus history that a bolus was delivered with a 0.0 unit recommendation, but 8.50 units were delivered. Customer stated she would monitor the insulin pump, declining to troubleshoot or have the device replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.